Event description:
On (B)(6), 2014, the patient follow-up was performed: magnet rate was 88ppm and battery impedance was 8kohms. Reportedly, twelve days later (on (B)(6), 2014), the patient felt symptomatic. On (B)(6), 2014, the device was interrogated and the magnet rate was 82ppm with a battery impedance of 9.5kohms. Reportedly, the device had switched to nominal mode however the device did not indicate eri (elective replacement indicator) had been reached.

Event description:
On (B)(6) 2014, the patient follow-up was performed: magnet rate was 88ppm and battery impedance was 8kohms. Reportedly, twelve days later (on (B)(6) 2014), the patient felt symptomatic. On (B)(6) 2014, the device was interrogated and the magnet rate was 82ppm with a battery impedance of 9.5kohms. Reportedly, the device had switched to nominal mode however the device did not indicate eri (elective replacement indicator) had been reached.